Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 87% stenosed, 14-16mmx3.5-4.0mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 87% stenosed, 14-16mmx3.5-4.0mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus element, mr, ous stent delivery system was returned for analysis without the hub/manifold. A visual examination of the stent area found that the stent was not returned for analysis. The balloon body was reviewed, and no issues were noted. The balloon wings were relaxed, and crimp stent markings were visible on the balloon body indicating that the stent was crimped on the balloon prior detachment. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the manifold/hub was not returned for analysis and a hypotube break was noted at the manifold section at 2.25 cm proximal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found that the shaft polymer extrusion was kinked at 121 cm distal to distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.